Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during anesthetic set up, prior to intubating patient, three emg tubes were not working. One emg tube wasn't holding the air in the cuff due to a leak. This was exchanged with 2 more (from the same box) which had the same issue. Air was steadily introduced to check for leakage with 5 ml syringe. The fourth one maintained it's seal and was used for the case. There was no patient involved.

Manufacturer narrative:
H3: product analysis found visually, a small puncture was observed on the proximal end of the cuff balloon adjacent to the blue trace pad upon return. Functionally, for further analysis, a syringe was used to inject 15cc of air into the cuff and the cuff deflated immediately. For additional analysis, a leak test was performed by submerging the entire device in water and bubbles were observed at the aforementioned location of the leak and at the pilot balloon. Under magnification, a small puncture was observed at the proximal end of the pilot balloon. Overall, two punctures were observed in the device, one in the cuff and another in the pilot balloon. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b21, fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.